Manufacturer narrative:
Date sent to the FDA: 8/23/2024 to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on 09/22/2011. Submitted for adverse event which occurred on 11/02/2021. (B)(4) submitted for adverse event which occurred on 03/08/2022. (B)(4) submitted for adverse event which occurred on 09/06/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent incarcerated incisional hernia repair on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent a repair of incarcerated recurrent incisional hernia on (B)(6) 2011. It was reported that the patient underwent repair of recurrent incarcerated incisional hernia and removal of old mesh on (B)(6) 2021. It was reported that the patient underwent repair of recurrent incarcerated incisional hernia on (B)(6)2022. It was reported that the patient underwent a repair of recurrent incarcerated incisional hernia on (B)(6) 2022. No additional information was provided.